Manufacturer narrative:
The instrument tip cover accessory has not been returned for eval. A follow-up MDR will be submitted if the tip cover accessory is returned and failure analysis has been completed.

Event description:
It was reported that during a da vinci prostatectomy procedure while the surgeon was cauterizing, an arc of energy from the monopolar curved scissors instrument came through its tip cover accessory striking the endowrist prograsp instrument. Additionally, the surgical staff noticed the endowrist prograsp instrument was cracked at the proximal clevis, making it difficult to remove from the cannula. While attempting to remove the prograsp instrument a fragment fell into the pt and was immediately removed, causing approximately a 15 minute delay. No additional patient harm, adverse outcome or injury was reported. The following medwatch report listed below were also sent to the FDA as they related to this event. #2955842-2007-00478 and #2955842-2007-00479.